Manufacturer narrative:
Method: work order search performed, no similar complaints found. Conclusion: patient acd was below 3.0 mm. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Process evaluation: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+3.0/104 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a low vault. The reporter indicated the surgeon plans to explant the lens but the lens is currently implanted. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in a micro centrifuge vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
(B)(4)